Event description:
It was reported that the user received an alert 38 indicating a motor stall and was not receiving insulin, after which a complete supply change was performed and insulin delivery resumed; blood glucose was 401 mg/dl at the time of the alert and trended down to 326 mg/dl, ultimately returning to 155 mg/dl later the same day. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose that resolved with continued insulin delivery and supply replacement. Investigation included user troubleshooting and education to perform a complete supply change if glucose did not continue to decline. Investigation of this case revealed a motor stall alarm with insulin delivery interruption that was resolved by replacing the infusion set and supplies, consistent with a transient delivery obstruction or component stall. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device delivery interruption consistent with a motor stall that resolved after a supply change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.